Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection upon receipt showed housing damage and a missing foot. The device passed all operational and functional testing and was found to visually and audibly alarm during alarm conditions. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The spco parameter was confirmed to be present and functioning on the device. The reported issue was unable to be confirmed.  The device is fully functional.  The secondary finding of the housing damage and missing foot is cosmetic and did not affect device functionality. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device provided inaccurate pulse rate readings and the spco parameter was missing. No consequences or impact to patient were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the device provided inaccurate pulse rate readings and the spco parameter was missing. No consequences or impact to patient were reported.